Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during the priming test due to faulty force sensor resistor. The insulin pump was received with cracked case at the lcd window corners, scratches on the lcd window, scratches on the case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and compromised force sensor system error alarm on the insulin pump. Customer's blood glucose level was 43 mg/dl. Customer treated their low blood glucose with juice. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised they are stuck in a preparing to prime loop. Customer was advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.